Event description:
It was reported that the pt was overstimulated and could not control her movement. The pt was spastic from head to toes but mostly her hands. The spasm lasted about 2 mins initially but it had gone up to 45 mins. The pt was nauseated but had not vomited. The pt was seen by a healthcare provider (hcp) in the hospital and the hcp turned the stimulation off. The hcp did not think the spasm was caused by the implantable neurostimulator. Later info received reported that the pt could not adjust stimulation both with or without an antenna attached. The pt turned off their programmer and when it was turned back on a shocking or jolting sensation occurred. The pt had an MRI in the last couple days and the stimulation was turned off for the procedure. After the MRI, the pt could not turn stimulation back on. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).